Event description:
A patient reported experiencing inaccurate erratic results with a ot ii meter. The patient's blood glucose results were 36mg/dl, 56mg/dl, 104mg/dl. Tests were done less than 10 minutes apart with a difference of 40mg/dl. Patient did not experience any adverse events. No further information has been reported.